Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently under investigation.

Event description:
A report was received stating that the listed tracheostomy tube had been in use with the patient for 60 days when it was found that the cuff could not be inflated or deflated. An emergent replacement of the tracheostomy tube was required. No incident related medical sequela was reported.